Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms. There was noise observed, both muscle and fracture type noise. Subsequently, the ra lead was surgically abandoned. A new lead was implanted and remains in service.